Manufacturer narrative:
The returned device included a burr hole valve, cardiac/peritoneal catheter, 36 inches, and ventricular catheter, 6.5 inches. There was a suture tied to the proximal end of the catheter. The ventricular catheter and the cardiac/peritoneal catheter met the requirements for leak, patency and tensile testing. Therefore, the nature of the complaint could not be replicated by laboratory personnel. Due to the length of the ventricular catheter returned only one test could be performed. Therefore, the standard deviation for the ventricular catheter could not be calculated. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter had loose elasticity. The surgeon used another manufacturer's product to complete the surgery. The patient's status at the time of the report was alive-no injury.